Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (afib) ablation procedure. During preparation, the kit was opened in a sterile fashion. Then, prior to flushing the versacross dilator, it was noted that its tip was defective. A new versacross connect was then opened, and the procedure was completed successfully. No patient complications reported. Product is available for return.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator passed the flushing test. Next, the device failed the visual inspection, since a tip damage was noted. Therefore, the reported allegation was confirmed. Based on the available information, boston scientific assigned the investigation conclusion code of 'manufacturing deficiency' to the referenced event, determining as most likely root cause the excess glue buildup within the hub-to-sheath transition of the faradrive sheath. Additionally, the first supplemental MDR was updated in the block unique identifier (UDI) (d4), in section d - suspected medical device.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (afib) ablation procedure. During preparation, the user mentioned that the kit was opened in a sterile fashion. However, prior to flushing the dilator, they noted that the tip of the dilator was defective. An alternate device was then opened (different device, different model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that the dilator was not inserted into a sheath prior to the damage being noted, nor was it reshaped. The tip of the dilator was said to be missing a piece out of the tip, as if it was frayed off. The device has returned for analysis.

Manufacturer narrative:
Additional information to the initial MDR in block(s) describe event or problem (b5) in section b, adverse event/product prob. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (afib) ablation procedure. During preparation, the user mentioned that the kit was opened in a sterile fashion. However, prior to flushing the dilator, they noted that the tip of the dilator was defective. An alternate device was then opened (different device, different model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that the dilator was not inserted into a sheath prior to the damage being noted, nor was it reshaped. The tip of the dilator was said to be missing a piece out of the tip, as if it was frayed off.